Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to t-wave oversensing while the patient was on a run. The subcutaneous electrocardiogram (s-ECG) showed large premature ventricular contractions (pvcs) every couple beats that were double counted as well. Technical services (ts) was contacted, and ts discussed troubleshooting and programming options. The s-ICD system was reprogrammed from the secondary to the alternate vector and remains in service. No adverse patient effects were reported.